Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4) and the reported events could not be conclusively determined through this evaluation. Additionally, the reported elevations in power and flow could not be confirmed as no log files from the time of the reported event were submitted for review. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). No product is available for investigation. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. The hmii IFU also provides an explanation of all pump parameters (including pump power), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on heparin drip for suspected pump thrombosis. There was a spike, and flow and power remained elevated. The patient's lactate dehydrogenase (ldh) was normal, plasma free hemoglobin was pending, and there was no gross or microscopic hematuria. The patient's last controller exchange was (B)(6)2017 and technical services suggested to change out the controller because the clips and other pieces had already been changed and made no difference.